Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description secondary line ran dry before vtbi complete. Detailed inquiry description called on-call number for ail. Infused vancomycin 10mg/ml 1340mg/134ml over 1 hr (134ml/h). Infusion alarmed for ail with 2 min remaining due to vanco bag being empty and line dry. Rn backprimed infusion to prime. Upon this ce coming to bedside, secondary line was dry and there was some air in the primary line. The home screen had the following programmed: tot dose 147.8mg, tot time 2 min, vtbi 29.56ml. When I noted that the remaining dose and time equates to a rate of (B)(4) and didn't match the ordered rate, rn stated that she may have changed infusion values when she stopped the pump alarm, but she is confident that when she acknowledged alarm there was 2 min remaining. Rn had to reprime primary line to continue primary infusion. This has happened multiple times with same med/pump/patient, different rns. Advised to pull pump and send to biomed. Pump sn (B)(6). Secondary tubing infusing into port above pump standard bbraun pump tubing within line filter.